Manufacturer narrative:
(B)(4). Follow up information received from global pharmacovigilance: this is a spontaneous report by a nurse from (B)(6) of break in aseptic technique (coded to peritoneal dialysis complication) , bacterial peritonitis with culture positive for staphylococcus epidermidis and streptococcus acidominimus, fever and diarrhea in a male patient ((B)(6)) concomitant with extraneal, lot number 12b23g40 (relaunched castlebar product) and physioneal therapies. Suspect product details: on an unreported date, the patient began treatment with extraneal 2l daily, lot number 12b23g40 (relaunched castlebar product) and physioneal 40 1.36% 2l, 3 times a day, lot number 12a19g11 intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Pd therapy continued unchanged. Event details: on an unknown date, the patient experienced a break in aseptic technique described as the patient accidently touched the catheter with his hand. On (B)(6) 2012, the patient experienced fever, diarrhea and peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2012, the patient was hospitalized. On the same day, the peritoneal effluent was analyzed and the cells/mm^3 were countless. The culture was positive for staphylococcus epidermidis and streptococcus acidominimus. There was no other relevant laboratory information. On (B)(6) 2012, remedial medication was started with ceftazidime (1g, once daily) and vancomycin (2g '5/5days', route not reported). On (B)(6) 2012, ceftazidime therapy stopped while vancomycin therapy continued. On (B)(6) 2012 and (B)(6) 2012, while hospitalized, the patient was re-trained in pd procedure (aseptic technique). On (B)(6) 2012, the patient was discharged from the hospital. Outcome: bacterial peritonitis with culture positive for (B)(6) and (B)(6) - recovering. Break in aseptic technique-recovered. Fever and diarrhea-not reported. Medical history: end stage renal disease (esrd) and hypertension (high arterial pressure). On (B)(6) 2010, patient started capd. Concomitant therapy: fluconazole. Causality assessment: bacterial peritonitis with culture positive for (B)(6) and (B)(6) - not related. Break in aseptic technique, fever and diarrhea-not reported.

Manufacturer narrative:
(B)(4). Follow up information received (B)(6) 2012. Follow up information was received by the nurse. Suspect product information and event details were added or revised. Extraneal (1.5l, 1 time per day) and physioneal 40 1.36% (1l, 2 times per day) were maintained. On (B)(6) 2012, remedial treatment with vancomycin was stopped.

Manufacturer narrative:
(B)(4). The following information was received by global pharmacovigilance. Follow up information ((B)(4) 2012): follow-up was provided by the nurse. Event details: remedial treatment with vancomycin was ongoing (planned to stop on (B)(6) 2012). Follow up information (B)(4) 2012: event details: on (B)(6) 2012, remedial treatment with vancomycin ended. Outcome: bacterial peritonitis with culture positive for (B)(6) and (B)(6) - recovered ((B)(6) 2012). Fluconazole therapy was discontinued on (B)(6) 2012. Follow up information ((B)(4) 2012): follow up information was received by a nurse. On (B)(6) 2012, the patient experienced a recurrence of peritonitis. The pd effluent culture and analysis were performed with the result of leucocytes count of 263 cells/mm3 and the culture results pending. On the same day remedial treatment was started with ceftazidime (1g, 1x/day) and vancomycin (1g 5-5days.) Outcome: recovering. Follow up information ((B)(4) 2012): follow up information was provided by the nurse. Fluconazole was started on the (B)(6) 2012 and all concomitant medication were ongoing. Follow up information ((B)(4) 2012):follow up information was provided by the nurse. At the time of the event of recurrent peritonitis, the product used remained extraneal and physioneal. On (B)(6) 2012, the patient experienced a recurrence of peritonitis. On the same day an effluent culture result was positive for staphylococcus epidermidis. It was not reported if the patient was hospitalized for this event. The reporter confirmed that this event was a recurrence of the previous peritonitis. Follow up information ((B)(6) 2012)follow up information was provided by a nurse. Event details: on (B)(6) 2012, remedial therapy with ceftazidime stopped. On the same day alteplase was started,(5mg/6ml, every 5/5 days ip) administered with vancomycin (ip) for catheter priming . On (B)(6) 2012, fluconazole, alteplase and vancomycin were discontinued. Outcome: recovered. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a case report received on (B)(6) 2012 by baxter (B)(4) from a patient. On (B)(6) 2012, the local pv department received a complaint involving an unknown product that a patient experienced peritonitis due to poor aseptic technique. No further information was given at this time.

Manufacturer narrative:
(B)(4). Follow-up information ((B)(4) 2012): follow up information was received from a nurse. Event details: on an unreported date, the patient experienced cloudy effluent. It was reported that the patient was not hospitalized. On (B)(6) 2012, remedial treatment began with ceftazidime (1gm, every day) ip, (stopped on (B)(6) 2012, vancomycin (2g, every 5 days ) ip and fluconazole ( 5.mg, every day) orally and ongoing. Outcome: recovering. Causality : unrelated. According to the reporter this is a recurrence of the previously reported peritonitis and does not represent a new episode. Follow-up information ((B)(4) 2012): follow up information was received by the nurse. Dose of treatment medication was revised, it was reported that on (B)(6) 2012 pd therapy was temporarily withdrawn to allow for surgical process cicatrization. On (B)(6) 2012 the patient experienced cloudy effluent. Remedial treatment of fluconazole was 50.0mg (previously reported as 5. Mg) orally and ongoing. Follow-up information ((B)(4) 2012): follow up information was received by the nurse. On (B)(6) 2012, extraneal ip for capd was resumed with dose reduced. On (B)(6) 2012, the patient was hospitalized for peritoneal catheter replacement. On (B)(6) 2012, the patient was discharged from the hospital after the peritoneal catheter replacement. On (B)(6) 2012, at the 1st effluent exchange, the effluent was cloudy. On (B)(6) 2012, the patient resumed the previous remedial medication with ceftazidime (1g, daily, ip) and vancomycin (2g, every 5day, ip) and fluconazole, (50.0 mg, per day, oral).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.